Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered anti-tachycardia pacing (atp). The patient was in ventricular tachycardia (vt) in which the atp accelerated the rhythm. Technical services (ts) discussed making the atp scheme less aggressive which the hcp did reprogram. Ts discussed additional programming optimization with the hcp. The plan was to continue monitoring. This device remains in service. No adverse patient effects were reported.